Manufacturer narrative:
Product complaint # (B)(4). (B)(4).

Event description:
Patient was revised due to extension instability and flexion stiffness. Femur and insert revised to tc3 with sleeve and stem. Primary tibia and patella were left intact. No further patient information available. Doi: unknown dor: oct 9, 2019 left knee.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.